Manufacturer narrative:
Concomitant medical product: 1883672hs (bur, 3pk hi speed diamond 70deg): lot number - h8906338; manufacture date ¿ august 7, 2013; use by date ¿ august 7, 2021; UDI - (B)(4); (B)(4) (microdebrider, m5): serial number ¿ unknown; lot number ¿ unknown; manufacture date ¿ unknown; UDI ¿ unknown; 510k ¿ k081277. The burs and handpiece have not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while performing a frontal drill out, five high-speed burs broke. One of the burs was stuck in the m5 handpiece. Additional information from the sales rep indicates that the burs were 12k burs, not 30k burs. The customer may have been running 12k burs at 30k rpm. There was no patient injury or impact reported.